Event description:
It was reported to philips that the device self test showed cannot charge and discharge. There was no patient involvement. The customer requested that authorized field service engineer (fse) be dispatched to the customer site. An evaluation was completed by the fse. The fse found the external paddle set was not in good contact. After the fse cleaned the paddle with alcohol, the self test passed successfully. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.